Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. The vitrectomy connector was replaced and preventative maintenance was performed. The system was then tested and met all product specifications. A review of complaints and service requests for the last 24 months indicate 2 additional, related reports for this system. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "frozen touchscreen" (no display or display failure). A nurse reported the touchscreen froze and the system had to be rebooted. There was no pt injury, additional info was requested. Additional info received: the nurse reported after receiving a frozen touchscreen, the system was rebooted and the cases were completed without injury.